Event description:
It was reported by the affiliate that during a laparoscopic assisted vaginal hysterectomy procedure, the blade was broken off. Other devices were used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.